Manufacturer narrative:
The actual device associated with this event is not known. Customer reports the following possible products: lot: ab8dzjm0 - mfg: 02/01/2008, exp: 06/30/2013. Lot: ah8hhcm0 - mfg: 07/01/2008, exp: 12/31/2013. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that the needle broke during an unspecified surgical procedure. The needle piece was not located, however, the reporter opines the needle fragment is retained within the pt's pelvic cavity.